Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. As the device was being was being tracked to the lesion, the guide catheter lost placement and backed out into the aorta. The physician started to withdraw the stent delivery system back into the guide, however resistance was felt when the stent approached the tip of the guide catheter. The stent delivery system and the guide catheter were then pulled back as a single unit to the femoral sheath. Upon removal at the sheath, the stent dislodged from the delivery balloon into the popliteal artery. The femoral sheath was removed and the artery was re-accessed in an antegrade approach. Subsequently, a snare device was inserted and the stent was successfully retrieved. The target lesion was successfully treated with another s670 stent. The pt was reported to be fine post procedure however, it was reported that the pt expired 2 or 3 days later from a retro-peritoneal bleed. The instructions for use were not followed for removal of an undeployed stent and when the lesion was not pre-dilated.